Event description:
During a routine assessment, a nurse removed a temperature probe cover and temperature probe from the pt's abdomen. She discovered a 3rd degree burn 1.5 cm in diameter where the probe was in contact with the skin. According to the charting at the time of the incident, the air temperature inside the incubator was 92 degrees fahrenheit and the pt's skin temperature was displayed at 98.1 degrees fahrenheit.